Event description:
It was reported that possible rare undersensing was noted on the right ventricular (rv) lead on current electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.